Event description:
Affiliate reports that this was an ongoing situation, therefore they do not have specific details. It was reported that the hosp no longer uses the product due to higher infection rates.

Manufacturer narrative:
It has been communicated that this product is not available for evaluation. It has also been noted that lot information is not available. Without the device and lot info, it is not possible for codman to conduct a proper investigation. Prior to inventory being released to stock, all lots are checked through sterility records. Codman did run a complaint report for the past five years and no other complaints involving this product code and nature of the complaint have been reported. This appears to be a isolated incident. Trends will be monitored for this a similiar complaints. At the present time, this complaint is considered closed.